Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump passed the self test, rewind, seating, basic occlusion test, occlusion test, force sensor resistor test and displacement test. No time and date graying out or display anomalies were noted. The insulin pump was received with a cracked keypad overlay at the select button. The insulin pump was received with minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the time and date are greyed out on the screen. The issue was temporarily resolved by removing the battery and pressing the site arrow. The same issue continued the next day. Child lock and flight mode was off. Customer's blood glucose level was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.